Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received multiple, intermittent power source alerts after plugging the pump into a wall outlet, despite using multiple wall adapters. The customer's blood glucose (bg) was 400 mg/dl at the highest. Troubleshooting could not be performed as the issues occurred in the past. The customer was instructed to contact tandem technical support if the issue persisted. Customer acknowledged. Customer did not contact tandem technical support regarding the reported issue.